Event description:
Plantiff alleges sensitization to latex and has experienced tightness in the chest, difficulty breathing, hoarseness and swelling of her vocal cords. Plantiff further alleges that as a result of sensitization, great pain and suffering as well as tremendous mental strain and emotional stress resulted.